Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an upstream occlusion alarm was not reproduced. Evaluation observed and found that the pump passed the upstream occlusion testing within the specification. A review of the event history log revealed 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed attempted calibration upstream sensor. The ultrasonic sensor requires replacement to address this issue. During evaluation the device had delayed keypad response. The cause was identified to be a failed processor printed circuit board (pcb) which requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.